Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting and patient experienced a refractive surprise. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).